Manufacturer narrative:
Customer denied washing hands prior to testing their blood glucose which may cause imprecise meter readings. The product has been requested for investigation, and a final report will be submitted when the investigation is completed.

Event description:
Customer reported that they got a reading of 320 mg/dl on the night of 2008 and increased their insulin intake and reported having a seizure the morning of the next day. Customer stated they were asleep at the time and did not remember the event. They also report being treated with a glucagon injection however, it is unk who administered the injection. They also report taking glucose tablets and drinking juice. Customer denied being treated at a health care facility and no diagnosis was reported. There was no report of death or permanent impairment associated with this case.